Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Top set of bristles just fall out - oral-b device breakage. Case narrative: consumer via social media stated that the top set of bristles just fell out of the oral-b manual toothbrush. No injury was reported.

Manufacturer narrative:
29-may-2024 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Top set of bristles just fall out - oral-b [device breakage] case narrative: consumer via social media stated that the top set of bristles just fell out of the oral-b manual toothbrush. No injury was reported. 11-apr-2024 case update from information initially received on 10-apr-2024: the suspect product lot was i9zh35. No injury was reported. 30-apr-2024 case update from information initially received on 10-apr-2024: the suspect product was oral-b manual toothbrush crossaction pro health. No injury was reported.